Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported leaks at the snap cap, septum or o-rings and there were cracks or splits in the barrel. Blood glucose value at the time of event was 326 mg/dl. The customer was treated with manual injection. The event involved product(s) mmt-342g, mmt-1884, mmt-441ah. Troubleshooting was performed for the reservoir leaks and the customer will be provided with a reservoir replacement. Troubleshooting was declined by the customer for high blood glucose event. No further patient complications were reported. Mmt-342g was requested and the customer response was that the device will be returned. No product return is required for mmt-1884. No product return is required for mmt-441ah.

Manufacturer narrative:
Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard and plunger not returned. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Using a new lab transfer guard and plunger, performed pre-fill test appendix c. Found no leaks during analysis. According to dop114-811doc. Conclusion: reservoir passed pre-fill test; no leakage and no physical or cosmetic anomalies were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.